Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (204 service code) has been confirmed. Upon investigation the monitor was unable to be inserted into the belt connector. The cause for failure was isolated to contamination on the belt receptacle pins. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).